Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and t2 were returned. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during meniscus repair surgery, inside the patient, when using a fast-fix 360 curved ndl delivery sys, after t1 was implanted, t2 was deploy simultaneously. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. All ts were removed from the patient. Patient injuries were not reported.